Event description:
It was reported that during a hernia repair procedure, the staples will not release. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.